Manufacturer narrative:
Other, other text: one fluid warmer disposable was returned for evaluation. Visual inspection of the device found it to have a broken luer, confirming the reported customer complaint. 32 samples were then assembled and underwent leak testing; no leaks were found. The problem source has been determined to be unknown.

Manufacturer narrative:
Other text: device evaluation in progress.

Event description:
It was reported that during a pre-use check of the level 1 hotline disposables, the customer noticed that the infusion bag-side connector was loose. There was no patient involvement.